Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer¿s complaint was not verified when reviewing the alarm history and during preliminary testing. Multiple instances of motor rate error were found in the alarm history but were also not duplicated during testing. The main printed circuit board (pcb) was replaced to eliminate the potential for future motor rate issues. There was no known cause of the reported issue, and no further action was taken.

Event description:
It was reported that the device had a force sensor error. There was no patient involvement.